Event description:
The patient did total hip arthroplasty on (B)(6) 2013. After the procedure, the patient felt pain more than one month recently. The surgeon did revision procedure on (B)(6) 2014. During the revision surgery, the surgeon noted the femoral stem was loose. The surgeon removed the stem and head easily and changed competitor's devices to complete. The surgeon also noted fiber tissue around sleeve. Took some tissue for examination and the result indicated the multinuclear leukocyte count more than 20hpf.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.